Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and med records were limited to the pts perioperative implant record. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2012 - the pt was implanted with a bard flat mesh during a vaginal surgical procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional med and surgical intervention, defective mesh

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent based on additional information provided. The information provided indicated the patient underwent an additional surgical procedure approximately 8 months after the implant of the bard flat mesh that included implant of two non-bard davol mesh devices. Per the operative details provided, during the dissection no mesh was found. There was no mention of any visualization or involvement of the bard flat mesh. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent sacrospinous ligament fixation, anterior / posterior colporrhaphy and vaginal hysterectomy. On (B)(6) 2012 - the patient was diagnosed with complete vaginal prolapse and failed supraspinous fixation. The patient underwent abdominal sacrocolpopexy with implant of a bard flat mesh. On (B)(6) 2013 - the patient was diagnosed with recurrent vaginal vault prolapse, urinary urge incontinence, extensive adhesions of small bowel to the intraabdominal wall, vagina, posterior cul-de-sac, pelvic sidewalls. The patient underwent a robotic sacrocolpopexy with implant of two non-bard davol meshes, lysis of adhesions, cystourethroscopy and suprapubic catheter placement. Per operative details, during the dissection no mesh was found. There was no mention of any visualization or involvement of the bard flat mesh.